Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being inserted into the introducer sheath. Another device was used to complete the procedure. There was no pt contact reported.

Manufacturer narrative:
A further clinical review of this event was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for eval. The balloon did not appear to have been inflated and the stent was returned on the balloon. The stent was dislodged forward and was covering the distal marker band. The balloon was observed under magnification (10x) and the stent crimp impressions were present on the balloon surface. This indicates that the stent was crimped on the appropriate balloon location during the manufacturing process. An attempt was made to insert the balloon through an in-house 6fr introducer sheath. Upon insertion through the hub, the stent dislodged proximally on the balloon. The stent was loose on the balloon and was able to easily move proximally and distally on the catheter shaft. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available info.